Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was inserted via the right inguinal area. After insertion of the faradrive catheter, a backflow attempt was made through the three-way stopcock of the faradrive steerable sheath clear, but the stopcock was loose and could not be locked. Air was also observed entering through a gap in the three-way stopcock. No air in the patient was observed. A saline leak and a blood leak were observed. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Analysis of the returned sheath found the stopcock to be cracked, allowing air ingression through the flush port.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was inserted via the right inguinal area. After insertion of the faradrive catheter, a backflow attempt was made through the three-way stopcock of the faradrive steerable sheath clear, but the stopcock was loose and could not be locked. Air was also observed entering through a gap in the three-way stopcock. No air in the patient was observed. A saline leak and a blood leak were observed. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.